Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels, and pseudotumor. During the revision surgery, trunnionosis and alval were noted. The head, neck and stem components were removed and replaced with competitor product, the cup was retained and matched with a new zimmer biomet liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00784801401 ¿ kinectiv neck ¿ 60909959. 00801803602 ¿ cocr head ¿ 62240852. 00771300900 ¿ m/l femoral stem ¿ 62213528. 00875705401 ¿ acetabular shell ¿ 62254332. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00839 and 0001822565-2019-04906. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown stem. Unknown head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was revised due to poly wear approximately five(5) years three (3) months post implantation. No additional information is available from the event.